Manufacturer narrative:
Concomitant products: (2)pri tubing; ext tubing, therapy date: (B)(6) 2015. The customer¿s report of a channel error was could not be confirmed but is presumed to be due to a failed pressure sensor, based on information found in the device log. Analysis of the event log shows two instances of a channel malfunction for sensor broken high (error code 240.4150.0). Functional testing of the returned pump module found no issues. Internal inspection noted that the upper pressure sensor had been replaced; however it is not known when the sensor was replaced or for what reason. This is most likely the reason why the sensor passed functional testing and no errors were found in the log after (B)(6) 2015. The root cause was not identified.

Event description:
The customer reported that the pump "rang off clinical advisory/pump malfunction" and that a channel error then occurred on a different module after they confirmed the error on the first channel. No additional event information was provided.